Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced loss of size of his penis since he has undergone several procedures. The patient states that since the last month he has felt a bulge of tubing at the right base of his penis. Also, he states that he has noticed a bulge in the right cylinder of this device. Two weeks later a revision surgery was performed. Upon examination, the bulge in the cylinder was confirmed; besides that, both cylinders had tears and shredded material at the base. The device was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders had wear at a fold in the proximal and distal end of the cylinder. The first cylinder had a hole in the outer tube and fabric threads were broken form wear in the middle of it. A bulge was found in the middle of the first cylinder when inflated with a syringe. The second cylinder had a hole in the outer tube from wear in the middle of the cylinder, and the fabric threads were frayed from wear in the middle of the cylinder. The second cylinder passed leak testing. Based on the information available and analysis results, the bulge and broken fabric threads could have caused or contributed to the reported clinical observation of mechanical issue; therefore, a conclusion code of cause traced to component failure was assigned to this investigation. Correction to field e1: initial reporter. Correction to field e2: health professional. Correction to field e3: occupation. Correction to field g2: report source.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced loss of size of his penis since he has undergone several procedures. The patient states that since the last month he has felt a bulge of tubing at the right base of his penis. Also, he states that he has noticed a bulge in the right cylinder of this device. Two weeks later a revision surgery was performed. Upon examination, the bulge in the cylinder was confirmed; besides that, both cylinders had tears and shredded material at the base. The device was explanted and replaced. No patient complications were reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced loss of size of his penis since he has undergone several procedures. The patient states that since the last month he has felt a bulge of tubing at the right base of his penis. Also, he states that he has noticed a bulge in the right cylinder of this device. The device remains implanted, and a revision surgery has been scheduled to evaluate the device. No further details were provided.